Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional left flank hernia. It was reported that after implant, the patient experienced groin pain and recurrence. Post-operative patient treatment included revision surgery.